Event description:
It was reported through a research article that there were some complications (thrombosis, target lesion revascularization, hospitalization), however, desolve scaffolds outperformed the absorb, absorb gt1 devices as described in this article. This article summarizes clinical outcomes of 102 patients that were treated with desolve, absorb and absorb gt1 scaffolds. Specific patient information is documented as unknown.

Manufacturer narrative:
Date of event estimated. Date of implant estimated. The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The absorb device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
D4: the UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot and part number were not provided. A conclusive cause for the difficulties listed can not be determined based on the limited information available. The patient effects listed are consistent with the product risk profile and are therefore expected. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.